Manufacturer narrative:
The medical team in japan discarded the impella product at explant. No benchtop analysis is possible to determine root cause of the presumed hemolysis. Should the team furnish more details that lead to a root cause. A final report will be filed.

Event description:
The medical team in japan had an impella cp support in which they treated hemolysis presumed to be caused by impella. The team infused blood products of unknown amount and attempted to adjust pump position. When adjusting position the pump was mistakenly pulled to the aorta. When patient was seen to be stable without impella, they removed the pump and did not replace it.